Event description:
During an alif procedure at l4-l5. As surgeon was final tightening the screws and the tip of the 3.5mm hexagonal screwdriver broke off. Surgeon was unable to retrieve the broken tip. He used another 3.5mm hexagonal screwdriver to complete the procedure.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on-going, no conclusion can be drawn. Review of the manufacturing records for this lot number has been requested.